Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report:3006705815-2017-07208. It was reported the patent experienced unwanted stimulation in his rib area. Reprogramming attempts were unsuccessful. X-rays revealed lead migration. As a result, the patient underwent lead revision on (B)(6) 2017 where one lead was repositioned and no devices were explanted or replaced. Effective stimulation was restored post-op.